Event description:
Information received by medtronic indicated that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: crack in pump. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). During download review pump error 35 alarm confirm in long trace history download on (B)(6) 2021 at 16:17:00 hour. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determine that the ingress of water corroding electronic assemblies, motor assembly, force sensor traces and keypad assembly causing electrical short. Force sensor zero offset out of spec (450.08mv). Unit also received with cracked keypad at select button, cracked case(battery tube) and cracked battery tube threads. In conclusion unit came in with critical pump error alarm trigged by pump error 35. Pump error 35 due to moisture damage on electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.